Event description:
Caller reported aviva system 1 blood glucose result of 7.7 mmol/l, customer washed hands, aviva system 2 blood glucose result was 16.8 mmol/l within 10 minutes. Customer used the same strips in each meter. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for aviva system 1, medwatch with (B)(6) is for aviva system 2.